Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there are no allegations nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the pd catheter often being the source for infection due to the catheter being a portal of entry for microorganisms into the peritoneal cavity. Based on all the available information, the patient¿s peritonitis is likely associated with touch contamination of the pd catheter during the pd exchange. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with a pd catheter (not a fresenius product) infection. There were no reported allegations that the hospitalization was due to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. During the hospitalization, the patient had a pd culture obtained which grew gram positive rods (bacteria not specified) and was diagnosed with peritonitis. Per the nurse, the patient did not have a pd catheter infection. It was stated that the patient was treated with antibiotic therapy (details are unknown). The patient has since regained kidney function and is no longer on dialysis. The patient is recovering from the peritonitis event and is pending discharge from the hospital, according to the nurse. The pd nurse confirmed there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse reported that the peritonitis is suspected to be caused by touch contamination of the pd catheter (not a fresenius product) during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with a pd catheter (not a fresenius product) infection. There were no reported allegations that the hospitalization was due to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. During the hospitalization, the patient had a pd culture obtained which grew gram positive rods (bacteria not specified) and was diagnosed with peritonitis. Per the nurse, the patient did not have a pd catheter infection. It was stated that the patient was treated with antibiotic therapy (details are unknown). The patient has since regained kidney function and is no longer on dialysis. The patient is recovering from the peritonitis event and is pending discharge from the hospital, according to the nurse. The pd nurse confirmed there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse reported that the peritonitis is suspected to be caused by touch contamination of the pd catheter (not a fresenius product) during the pd exchange.